Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose at the time of the incident was unknown. The customer states that the insulin pump screen had a prior issue with a flashing screen. Customer also reported getting a new battery cap. Troubleshooting was provided for the blank display but not resolved. The insulin pump will be returned for analysis. It was not provided if the auto mode feature was in use.

Manufacturer narrative:
Device received with a constant blank flashing white light on the display due to vertical cracked lcd controller. Unable to verify missing segments, partial display and perform the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test due to a constant blank flashing white light on the display.